Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Review of memory confirmed low battery measurement. The memory also shows the battery recovered up above the warning limit. Exposure to colder temperatures can cause lower battery measurements, however it could not be confirmed if the device was exposed to colder temperatures. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that pre-implant interrogation of this device revealed a message that the a firmware upgrade was needed and this device should not be implanted. A review of the device data by a boston scientific engineer identified the device battery check did not meet the acceptable requirements. The device was returned for testing. No adverse patient effects were reported.